Manufacturer narrative:
No device was returned as the customer was transferred to customer support to purchase the ac adapter, part number gt617200. As part of the investigation, olympus followed up with the user facility to obtain additional information regarding the reported event but with no results. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The technical assistance center (tac) was informed, during preparation for use the high definition liquid crystal display monitor was not powering on. Additionally, the user confirmed that the issue was caused by the ac power adapter. No patient injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, since it has been over 7 years since the device was delivered to the user, the phenomenon likely occurred due a failure of the power adapter caused by deterioration over time.